Manufacturer narrative:
B5 (event description) and h6 codes updated and corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 years and 11 months post implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a mechanical mitral valve. The reason for the replacement was reported as severe stenosis. It was also stated that the ring was small in size which had most likely restricted flow and pannus growth was observed which was excessive. It was also reported that most of the p1 (leaflet) appeared tethered, p2 and p3 were restricted and there were multiple mobile granulomas on the coreknot. No additional adverse patient effects were reported.

Event description:
It was reported that 3 years and 11 months post implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a mechanical mitral valve. The reason for the replacement was reported as severe stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.